Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the edges of reservoir compartment were breaking off. The customer¿s blood glucose level was 140 mg/dl at the time of the call. Customer stated the reservoir still locks in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.